Event description:
Four reports: (all with different provider insertions). Patient had an epidural that had previously been working well. She then began complaining of increased pain and pressure. Rn (registered nurse) assisted patient with position change and noticed a wet spot on the sheet under the patient. Rn noticed the epidural catheter was disconnected from the alligator clip and lying the bed. Patient reported hearing a pop on her back. The white cap had disconnected from the line going to the patient. Fluid leaking from the patient. Epidural was taken out and replaced. Patient¿s epidural catheter disconnected by tearing near the hub where it connects from the pump to patient. Insertion site was intact. Anesthesia tubing was found snapped in bed.